Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Machine testing was performed and no alarms occurred. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter city : (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector tube of a homechoice automated pd set with cassette had fluid leakage and air leakage ("sections of air between the solution"). This was observed during priming of the device for peritoneal dialysis therapy. After priming, the pressure within the cassette was not "strong enough to push the liquid to its usual level". There was no report of patient injury or medical intervention associated with this event. No additional information is available.